Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) due to concerns of this right ventricular (rv) lead exhibiting loss of capture (loc). Ts reviewed the presenting egm and confirmed possible rv loc. Ts discussed troubleshooting options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.